Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized as a result of high blood glucose. The customer went to arizona and did not have a lot of insulin at that time. When she came home she used the insulin pump but the meter was not working. They went to the hospital and was admitted for a week. The customer¿s blood glucose at the time of admission was 400 mg/dl. Their current blood glucose was also 400 mg/dl. They did not feel okay to troubleshoot. The insulin pump was not returned for analysis.